Event description:
The manufacturer received information alleging a ventilator inoperative alarm on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. There was no patient involvement and no harm or injury reported. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the ventilator inoperable alarm was identified by error code e-155 in the device error log. This error code indicates the machine flow sensor communication ceased and the sensor was stuck at the same value. The machine flow sensor required replacement to address this issue. Additionally, during the service of the device the system printed circuit board assembly, the blower assembly, the air inlet foam filter, and the muffler assembly were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed final testing and was confirmed to operate properly.